Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by this patients husband that the patient was out of breath for a year and as a result, a boston scientific representative performed a check of the patients implanted pacemaker device approximately six months ago. The patient was told that one of the leads was unplugged or not making the right connection. No further information was provided and attempts to gather additional information were unsuccessful. Both the right atrial (ra) and right ventricular (rv) leads remain in-service. No additional adverse patient effects were reported.